Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal with concentration 500mcg/ml via an implantable pump. The lioresal dose rate had been reduced from 50 mcg to 25 mcg on (B)(6) 2022. Intrathecal baclofen treatment was to manage spasticity and multiple sclerosis. It was reported that a cerebrospinal fluid (csf) leak caused persistent headache and altered lower limb symptoms which included altered sensation and weakness on (B)(6) 2022. This occurred one day post operation regarding implant of a full pump system. The patient was admitted as inpatient on (B)(6) 2022. The patient underwent investigation with MRI and CT scan with csf leak diagnosed. A blood patch procedure was completed (B)(6) 2022 with improvement in leg symptoms.  The issue was not resolved as of (B)(6) 2022.  The symptoms were however improving today following the blood patch procedure. The patient was with injury regarding their status as of (B)(6) 2022.  Regarding factors that may have led or contributed to the issue, it was indicated that this was unknown;occurred post-operation.  The patient's age at the time of the event was 55 years and 11 months. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0224622279, implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient had a blood patch procedure performed on (B)(6) 2022. Since then his headache and altered sensation had resolved, but the patient still had some leg pain. The patient was still in-patient under investigation.